Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficulty converting rhythm (ambulatory) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. At this point, it can be concluded that unknown factors most probably contributed to the event. Conclusion code was updated to "cause not established" because the reason for the alleged observation(s) could not be determined.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes of slow ventricular tachycardia (vt), with multiple anti-tachycardia pacing (atp) bursts and shocks delivered. Technical services (ts) reviewed the stored episodes, determined the therapy delivered was appropriate but had issues converting the vt. Ts discussed reprogramming options. No additional adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes of slow ventricular tachycardia (vt), with multiple anti-tachycardia pacing (atp) bursts and shocks delivered. Technical services (ts) reviewed the stored episodes, determined the therapy delivered was appropriate but had issues converting the vt. Ts discussed reprogramming options. No additional adverse patient effects were reported. This crt-d remains in service.